Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device had stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable toperform the excessive no delivery alarm test due to a motor error alarm. No damage found on the interface board. All buttons functioning properly. No damage on keypad assembly noted. No unexpected numbers ramping/scrolling on their own or screen display anomaly noted. Pump received with scratched lcd window.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.